Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned podj revealed offset coil winds at the proximal end of the embolization coil. If the device is forcefully advanced against resistance, damages such as offset coil winds may occur. During functional testing, the podj was able to advance through a demonstration microcatheter without issue. The non-penumbra microcatheter was not returned for evaluation; therefore, the cause of the experienced resistance was unable to be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coil (podj). During the procedure, the physician felt resistance and was unable to advance a podj through a non-penumbra microcatheter. Therefore, the podj was removed. The procedure was completed using new podjs and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil through a non-penumbra microcatheter. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.